Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated pacing capture management of the left ventricle was missing/had invalid data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was unable to display left ventricular (lv) capture management data for the last two years. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.